Event description:
Reported via medwatch # mw5102898. It was reported that lacerations occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device was deployed and it was noted there were two small caliber laa defects along with patient lacerations. This was suspected from the anchors during radial expansion of the watchman closure device. No further information is known at this time.